Event description:
Airvo shut down due to empty water bag. Patient placed call light on. Rn went into room and found patient without oxygen and machine shut down. Device changed out to new airvo unit. Device was brought down to our bio med team and they tried to replicate issue but machine did not shut down. We believe the flow and fio2 remained on, but the heater itself was the only thing to turn off to prevent the device from overheating.